Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Customer returned pump for an alleged critical pump error (open book image) alarm, keypad unresponsive/button error alarm, exposure to moisture, and cosmetic damage located at the battery compartment found on (B)(6) 2022. Pump was received with a blank flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and keypad voltage test due to blank flashing white display. The crest and thus software were unsuccessful due to a blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, serial number label missing, corroded battery tube. Blank flashing white display due to moisture damage on pcba 1 and pcba 2. Unable to confirm critical pump error (open book image) alarm and keypad unresponsive/button error alarm due to blank flashing white display anomaly. Unable to download confirmed. Cosmetic damage confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump started beeping after swimming. There was crack at battery compartment. Customer stated that the insulin pump had neither been bumped nor dropped. The buttons and/or keypad were not responsive. Customer had received critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.